Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit failed to power up and that the mains led is constant amber. Customer reported there was no patient involvement.

Manufacturer narrative:
Technical support (ts) assisted customer with repairing the device. Replaced power supply, third generation power harness and the backup battery to address reported issue. Back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.